Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an altitude alarm while in normal operating conditions. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer successfully cleared the alarm and insulin delivery was resumed.